Manufacturer narrative:
(B)(4). "Review of the returned device indicates that this was not a reportable event, thus, the initial MDR submitted on (20sept2024) should be retracted.".

Event description:
It was reported that: "the peel-away sheath could not be inserted into the blood vessel as it was too soft and cannot be inserted smoothly. Another deice was used instead. There was no reported patient harm or consequence".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the peel-away sheath could not be inserted into the blood vessel as it was too soft and cannot be inserted smoothly. Another deice was used instead. There was no reported patient harm or consequence"